Event description:
It was reported that the noise was observed on patient's right atrial lead after lead placement. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.